Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This occurred in (B)(6). The consumer reported the string pulled out during removal. She was able to manually remove the tampon and did not seek medical assistance. She experienced vaginal irritation, discomfort, and pain. Her symptoms have resolved.